Event description:
Boston scientific corp became aware of an event in which the subject device unravelled during the procedure. No complications with the pt were reported to have occurred during this event.